Event description:
It was reported by repair work order that the outer rail was broken and sharp edges were exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.